Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40,lot# va0n24v, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0wen8, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported a possible infection at the lead. The result of the surgery was a possible infection. This was considered a sudden change in therapy/symptoms. The patient had an MRI on (B)(6) 2015 and was done according to guidelines. The deep brain stimulation (dbs) system was turned off prior to the MRI. Post MRI, the ins was at zero volts on both sides. The patient was in the medical intensive care unit (micu), which was not related to the dbs. They could communicate with the implantable neurostimulator (ins) and it was verified on with the battery being ok. It showed amplitude at zero volts on both sides. There was a return of parkinsons symptoms. This was considered to be a sudden change in therapy/symptoms. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.